Manufacturer narrative:
Corrected data: upon further review it was noted that patient code 2227 for halo was inadvertently not included in section h6 in the initial MDR. The code has been entered in this supplement. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 iol 21.5 diopter was explanted from the patient¿s left eye due to them experiencing blurry distance vision and halos and glare at night. Patient states distance vision is so so but the halos and glare have improved. There was no vitrectomy or incision enlargement required. Reportedly, there was no injury to the patient. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.